Event description:
Additional information was received from the manufacturer representative regarding a patient. It was reported that the patient¿s recharger antenna was not returned for analysis, as the device was discarded. The manufacturer representative stated that they ran an impedance check on the patient¿s implantable neurostimulator (ins) as a diagnostics/troubleshooting measure related to the falls. It was noted that the issue of the recharger antenna getting hot and burning had been resolved. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 37791 lot# serial# unknown product type recharger h6: additional review indicated method code 4114 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins). It was reported that for the past month or so it was taking the patient 4+ hours to charge the ins. The patient said that they would have full coupling boxes but while they were charging the paddle part of the recharger (insr) antenna was very hot and the outside of their back was "burning hot". The patient mentioned that they had been falling a lot lately so the rep was going to check the internal components and run diagnostics to verify that the patient hadn't damaged their internal equipment. A replacement insr antenna was sent to the patient. No further complications were reported/anticipated.